Manufacturer narrative:
This device use error of non target embolization to the gallbladder led to serious injury. No therasphere malfunction was reported. The events reported are anticipated adverse events associated with the use of therasphere. The physician reported that he believes that there could have been a reflux of therasphere due to the origin of the cystic artery being close to the tip of the catheter resulting in the non target embolization. No additional information is expected. Two therasphere dose vials were used to treat this patient. Refer to MDR 3002124543-2018-00011 initial and follow up #1 for the other therasphere lot number reported.

Event description:
Two therasphere dose vials were used to treat this patient. Refer to MDR 3002124543-2018-00011 initial and follow up #1 for the other therasphere lot number reported. The initial event was reported on (B)(6) 2018 without lot information. On (B)(6) 2018, therasphere (unknown dose) was administrated to a male patient (unknown: age, medical history) for the treatment of colorectal cancer liver metastasis. The spect performed after therasphere administration showed mild nontarget embolization of therasphere in the gallbladder. The following day on (B)(6) 2018, the patient experienced right upper quadrant abdominal pain and fever, and was diagnosed with cholecystitis. The patient remained in the hospital for 7 days but recovered with symptomatic and antibiotic treatment. No therasphere malfunction was reported. Additional information was received from the physician on (B)(6) 2018: this patient is a (B)(6) male with a ecog performance status 1 = restricted in physically strenuous activity but ambulatory and able to carry out work of a light or sedentary nature (ecog is a scale to assess how a patient's disease is progressing, assess how the disease affects the daily living abilities of the patient, and determine appropriate treatment and prognosis.). This patient has a history of glaucoma, double metachronous neoplasm: prostate adenocarcinoma gleason 3+4 bilateral with a prostatectomy in (B)(6) 2016 (no signs of recurrence) and colon cancer (sigmoid) pt3 pn1b (2/35), stage iiib, resected satellite colonic lesion with a sigmoidectomy in (B)(6) 2017. The patient was treated with adjuvant chemotherapy folfox 6m and oxaliplatin 12 cycles. 10 months after the sigmoidectomy surgery, the patient developed hepatic metastasis (2 lesions). The patient was treated with chemotherapy with folfiri. At CT, progression of hepatic metastasis was noted. At this time, radioembolization was decided. There were no coils used during pre- treatment angiography. At post maa imaging, there was no maa deposit in the gallbladder. On (B)(6) 2018, 3 lesions were treated (segment viii, segment vii-viii and segment iii). Two vials of therasphere were administered (vial 1: lot number: 1899085 vial 31, activity 108.11; vial 2: lot number: 1899078 vial 71, activity 283.78). The position of the catheter for therasphere administration was reported to be distal to the cystic artery, at the right hepatic artery bifurcation for the right lobar administration and at the left hepatic artery for the left lobar administration. It was noted that the right hepatic artery was close to the bifurcation. The physician reported that he does not believe that the catheter moved during the therasphere administration leading to the migration of therasphere to the cystic artery. The physician reported that he believes that there could have been a reflux of therasphere because the origin of the cystic artery was close to the tip of the catheter. Refer to MDR 3002124543-2018-00011 initial and follow up #1 for the other therasphere lot number reported.